Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the green overpouch. The pump was filled with flucloxacillin 12000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between 5/1/2017 - 5/2/2017. A photographic sample was received for evaluation. The photograph showed evidence of fluid inside the green overpouch that contains the infusor device which indicates leak has occurred. The exact location and cause of the leak could not be determined via the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.